Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 1) 326 mg/dl and 156 mg/dl 2) 266 mg/dl and 122 mg/dl both comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (b)(6. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.